Event description:
It was reported that this pacemaker system exhibited high out-of-range pacing impedance of greater than 2,500 ohms on the right ventricular (rv) lead. Boston scientific technical services (ts) recommended bringing the patient in office for further evaluation. The patient is paced 28 percent in the atrium and 100 percent in the ventricle. Rv capture was confirmed at the time of the event. This product remains in service. No adverse patient effects were reported.